Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, he most probable cause of the reported malfunctions is traced to expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The initial customer allegation of freeze button is not working was found to be not reportable. However, it was observed that during the device evaluation, the gastrointestinal videoscope exhibited an intermittent image, no image, and an e216 scope communication error. There was no patient involvement.